Event description:
The patient's caregiver clarified the "mass" statement saying it is possible to feel the implant at the lead site, but it is not large or painful. However, the caregiver also stated the patient is having difficulty sleeping due to the pain. It was also stated the patient feel pain when the device stimulates. It was suggested the magnet could be used to disable the device if needed. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported by the nurse at the patient's facility that she believes the patient needs the lead replaced as the patient is complaining of pain under her ear and there is also a mass in that area. It was noted the pain was cyclical and not constant and that it was more of a discomfort and not severe pain. The pain was reported to have started at the beginning of (B)(6) 2016, but she was seen by her physician on (B)(6) 2016 and no changes were deemed necessary by the provider. Clinic notes were received and it was found the patient was complaining of the lead wire in her neck seeming to have moved and was causing discomfort in her neck and ear. Additional operative notes were received from the patient's current implant, which occurred in 2012, and it was confirmed the generator was implanted and sutured to the patient's chest using a non-absorbable suture. Attempts for additional information have been unsuccessful to date.

Event description:
It was reported by the nurse that x-rays were completed and the physician was unable to determine if there was a lead fracture. It was also noted that the physician did not have a vns programming system, so system diagnostics were unable to be performed. The nurse was unsure who performed the testing for this patient's device. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported the patient's pain resolved after the vns settings were lowered.

Event description:
The patient reported that they are still experiencing painful stimulation, which they had reported in the past. The patient had previously consulted for surgery due to their pain, but the patient never went through with the surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Lot #; corrected data: this information was inadvertently left off of the initial MFR. Report.

Event description:
The patient's generator was replaced due to low battery. It was noted that system diagnostics were normal therefore the surgeon would not replace the lead. Per the company representative, there did not seem to be any problems related to the patient's adverse events when the replacement occurred. No additional known relevant surgical intervention has occurred to date. No other relevant information has been received to date.